Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that when coming off the bypass machine the vent would not operate when the vent mode keys were pressed. No patient injury reported.

Manufacturer narrative:
The dispatched fse identified error codes in the log which indicated measured deviations of the motor position during operation. The motor and some peripheral parts were replaced; the device was tested afterwards and returned to the hospital in ready-to-use condition. The replaced parts were subject to intensive testing in the manufacturer's lab but did not exhibit any malfunction. An in depth evaluation of the electronic log file revealed the following: the respective procedure went stable and unremarkable for more than six hours until the device detected a fast and high rise of the airway pressure. The error code regarding the unexpected motor position is a consequence of the pressure transient counteracting on the movement of the ventilator piston. The most likely explanation is that the patient's position was altered in this moment which led to a fast change of pressure and flow conditions in the airway system. The device responded as specified and shut down automatic ventilation to protect the patient. This shutdown is accompanied by a corresponding alarm. There's no issue with the device which would require repair or correction - the workstation was power cycled immediately after the event and came up fully operable i.e. The following self test was passed without deviations. There was no injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2017-00037.